Manufacturer narrative:
Evaluation codes, results: death. Evaluation codes, conclusion: ruptured aneurysm prior to stent graft placement. Treatment of a pre-operative rupture.

Event description:
An aneurx stent graft device was implanted into a patient for the emergent treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the physician implanted the aneurx stent graft system without complications; however, the patient expired later that day. According to the physician, the patient expired due to complications from blood loss, which occurred when the abdominal aortic aneurysm ruptured prior to the stent graft implantation.